Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent posterior thoraco-lumbar fusion surgery for the treatment of scoliosis. Post-op, l3 screw loosening (backing out) was observed. Revision surgery was performed for the removal of the loosened screw. No patient symptoms or complications were reported as a result of this event.